Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and definitive root cause analysis. The reported issue could not be confirmed for this report as no physical samples were received for evaluation, however based on the description of the incident the most likely root cause indicates that this issue could occur during use if there are any deviations to the instructions of use (IFU). The IFU states that a once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The issue can also occur if the piston on the machine is not set up correctly. The definite root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness this time. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when removing a stylet from an inserted dobbhoff, the blue cap on the stylet that covers the stylet became detached and the right index finger was punctured approximately ¼¿ length of the hooked part of the stylet. The tube was previously flushed to aid in stylet removal. The punctured area was washed immediately with soap and water.